Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI # is unknown.

Event description:
It was reported in an anonymous survey that the patient experienced pruritus. No medical or surgical intervention was reported.